Manufacturer narrative:
Per the user guide: the default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 660 mg/dl and ketone level was large. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Suspected cause was an auto-off alarm. Contact was unable to provide further information regarding the event. Although multiple attempts were made by tandem technical support to obtain additional information, customer/contact did not reply.